Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath split approx one inch, when resistance was felt during thumb advancer deployment. However, thumb advancer deployment was completed and hemostasis was achieved with the clip. After the device was removed from the pt's anatomy, the split sheath edge was found to be jagged approx where resistance had been felt. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.